Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level that was in the 400's mg/dl, with ketones that were identified as dangerous by a healthcare provider. Cause was unknown. The customer received treatment with intravenous fluids of saline and insulin, resolving the issue without any permanent damage. However, the customer had not been released from the hospital, and further assistance was declined, indicating that no supplies or system check were needed at the time.